Event description:
A pt reported blood blucose results of "180 and 420 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.